Event description:
It was reported that a shaft break occurred. A percutaneous coronary intervention was being performed. A 2.75 x 38 synergy drug eluting stent was selected, while inserting the device into the patient the shaft broke. A second 2. 75 x 38 synergy drug eluting stent was selected but also broke during insertions. Another shorter stent was used and successfully delivered. No patient complications were reported and the patients status is stable.

Manufacturer narrative:
Device evaluated by MFR: a synergy ous mr 2.75 x 38mm stent delivery system was returned for analysis. Of the crimped stent via scope found evidence of damage with proximal struts in a lifted state. The undamaged crimped stent od (outer diameter) was measured and the results was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. There was no evidence of a break. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that a shaft break occurred. A percutaneous coronary intervention was being performed. A 2.75 x 38 synergy drug eluting stent was selected, while inserting the device into the patient the shaft broke. A second 2. 75 x 38 synergy drug eluting stent was selected but also broke during insertions. Another shorter stent was used and successfully delivered. No patient complications were reported and the patients status is stable.